Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in back-up mode and did not go to asynchronous pacing with magnet application. When attempts were made to download the software, the measured data gave high current drain readings.